Event description:
Caller reported an error with the continuous glucose monitor labeled as cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support to perform a complete pump reset, which successfully resolved the issue without further errors, allowing the customer to restart their sensor session.